Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826631) suddenly displayed a negative numerical value. The event occurred after the device was adjusted to zero and inserted into the brain parenchyma, when trying to fix it by suturing the skin and the sensor. Since the negative number was not corrected, the microsensor was replaced, and the procedure was completed with no adverse consequences for the patient. The monitor and cable used are unknown. No additional information has been provided after several attempts.

Manufacturer narrative:
Icp microsensors (ID 826631) has been returned for evaluation- device history record (DHR) - product 826631 for lot 6722643, and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor or connector. Catheter mashed 2.3cm from sensor and icp express read 594. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. Root cause analysis - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.